Event description:
It was reported to nova biomedical that a consumer received a result of 366 mg/dl on their blood glucose meter. Twenty minutes later, the consumer administered 10 units of insulin and approximately, 45 minutes later while waiting to eat, the consumer experienced a hypoglycemic event requiring medical intervention. The emts performed a blood glucose test on the consumer getting a result of 51 mg/dl on their unk meter. The emts treated the consumer with 2-3 glucose tablets to help raise his blood sugar levels. The consumer reported not administering any other insulin throughout that day because, he thought the humidity would affect him. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval because, this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.